Event description:
The report rec'd from the affiliate indicated that during an interventional procedure, the physician implanted a taxus stent in the target lesion. While delivering the cypher 3.0 x 13 mm stent to the target lesion, the physician encountered resistance/friction. The stent delivery system (sds) was removed and the physician noted that the distal stent struts were uplifted. Another cypher stent was implanted successfully in overlapping fashion with the previously implanted taxus stent. The procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
The target lesion for the procedure was the proximal/mid left anterior descending (lad) coronary artery. The lesion was reported to be: an in-stent-restenosis (isr) of a previously implanted cypher stent, slightly calcified, slightly tortuous, and a 90% stenosis. There was no info in regards to the restenosed previously implanted cypher stent. The lesion was pre-dilated with a kongou balloon. Please note that the device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not completed. Additional info will be submitted whithin 30 days upon receipt. This is one of two products used for the same pt. Please reference MFR report #9616099-2007-002376.